Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. There was no reported impact to the customer's blood glucose level. The customer declined to perform a system check with tandem technical support.